Manufacturer narrative:
This report is for an unknown construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: joao t., frankovitch k., (1998) hip arthrodesis using the ao modular external fixator, journal of pediatric orthopaedics issue: volume 18(5), pp 651-656 (USA) this study presents case reports of 3 patients to provide useful information in performing hip arthrodesis using the ao modular external fixator .(case 1)a case of a girl who developed a right septic hip at age 2 years. She underwent a shelf procedure at age 7 years and an attempted of fusion at 11 years and 10 months . She had continuous pain and required a cane for walking. The involved hip had 5[degrees] of abduction and adduction,5[degrees] of internal and external rotation, and 70[degrees] of flexion. At age 13 years and 6 months, she underwent a hip arthrodesis. Although the initial position was in 4[degrees] of abduction, the final position was 0 [degrees].patient also developed localized pin-tract infection that resolved with oral cephalosporin treatment. The patient now walks comfortably with the use of a 2.5-cmlift in the right shoe.(case 2) a case of a male patient age 15 -5, who developed a severe flexion-adduction contracture because of a septic left hip at age 13 years and 6 months requiring the use of crutches for walking. He had a fixed flexion contracture of 60[degrees] and adduction contracture of 30[degrees]. He also lacked5[degrees] of full extension of the left knee. At age 15 years and 5 months, his hip was fused with 20[degrees] of internal rotation, providing improved contact between the femoral head and acetabulum. The shaft of the femur was then derotated the same amount at the subtrochanteric osteotomy. After ambulation, the femur shaft had drifted into 10[degrees] of varus. Two weeks after the procedure, the fixator was adjusted, bringing the shaft to a neutral position, with reinforcement of the construct. Despite these measures, the femoral shaft progressively returned to adduction (10[degrees]).the patient now walks with a 2-cm lift in the left shoe. Three months after surgery, while ambulating with the external fixator, the patient fell and sustained a fracture of the left patella, which required orif. The fall did not dislodge the external fixator or change the position of the hip fusion. (Case 3)a case of a girl, age 12 years and 4 months, who sustained an acute right scfe. It was reduced and pinned; the injury resulted in avascular necrosis of the femoral head. Eleven months later, the left hip was pinned with good results for a minimal scfe. However, she was unable to bear weight on her right lower extremity and used a cane. She had 30[degrees] of flexion, 10[degrees] of abduction, 15[degrees] of external rotation, and no internal rotation. She underwent right hip arthrodesis at age 15 + 5. During her procedure, a few variations to the technique were made. Ten days after the procedure, after the patient had been ambulatory, the shaft of the femur translated 9 mm laterally. The frame was reinforced, and that position was maintained until the arthrodesis healed. The frame was removed 3 months after surgery. The final position was 6[degrees] of adduction. This report is for an unknown synthes ao modular external fixator. This is report 2 of 5 for (B)(4).